Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter was reading inaccurately high. The patient tests her blood glucose 9-13 times a day. The patient manages her diabetes with sliding-scale apidra insulin based on her meter readings. The patient indicated that the alleged meter issue started on the day prior, at 12:00-12:30 pm. The patient was unable to recall what meter reading she obtained at that time but claimed that it was higher than normal. After testing, the patient took an unidentified dose of sliding-scale insulin based on the meter reading. She admitted, however, at that time she had not eaten lunch yet. The patient typically eats lunch right after taking her noontime insulin dosage. About 45 minutes after obtaining the alleged inaccurate high result and taking insulin, the patient claimed that she developed symptoms of tiredness and sweating. The patient also mentioned that she stopped talking and had to close her eyes. The patient tested her blood glucose when she felt low and claimed that she got a result of "130 mg/dl." The patient administered self-treatment by eating food which helped to relieve her symptoms. On an unspecified date/time after the event, the patient compared the reported meter to another device. She claimed that the reported meter read a lot higher. She was unable to provide the results obtained for the meter-to-other meter comparison. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. The patient alleged the meter was reading inaccurately high and that she had an "insulin reaction". The patient also reported that she obtained a meter reading that did not correlate with her symptoms.